Event description:
It was reported that the patient had a micl 12.1 implantable collamer lens implanted in the left eye in 2006. As part of the study, the patient reported that she had developed a cataract. The surgeon's office was contacted in 2009, and the patient's anterior subcapsular cataract has not progressed, bcva 20/25. The lens remains implanted.

Manufacturer narrative:
Evaluation results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions- (no conclusion can be drawn). Based on the complaint history and work order search, a specific root cause of this event could not be determined.